Event description:
Retrospective investigation, a patient with eleos distal femur replacement revised on (B)(6) 2023. There is unknown information about the revision surgery, but an MDR will be reported on the devices explanted. This report captures eleos axial pin. This event will be reported as a serious injury due to the revision procedure.

Manufacturer narrative:
The root cause of this complaint was not determined. Device history records for this device has been reviewed. If new information emerges a supplemental MDR and complaint report will be updated.